Event description:
Reporter indicated that device interrogation at office visit revealed that the programmed parameters were different than what was programmed at pervious office visit. A review of device programming history revealed that an interrupted lead test at previous office visit was the cause of the difference in programmed parameters. Treating neurologist did not re-interrogate the device to confirm programming after the interrputed lead test. The patient's device was reprogrammed to prescribed parameters without incident. No adverse event was reported in conjunction with the programming anomaly.